Manufacturer narrative:
H3: one device was received for evaluation. There was no relevant service history. Review of the event history log confirmed "cassette attach errors". The reported issue was duplicated through the 50ml cassette performance verification testing (pvt) and occlusion tests. The root cause was the dso failure. Further inspection identified a lifting downstream occlusion (dso) seal. The device then passed the dso tests after repair.

Manufacturer narrative:
E1: address line 2 "(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was bubbled, and the pump had a constant, "cassette not attached properly. Reattach cassette," alarm. The issue was discovered during testing. There was no patient involvement.